Event description:
Caller reported a data error alert occurred, known as alert 4, after the pump ship date. There was no reported adverse impact to the customer's blood glucose level as the caller declined to provide this information. Technical support informed the caller that some history logs might have been erased, but therapy was unaffected, and the customer agreed to continue using the pump for insulin therapy.